Event description:
It was reported that the patient underwent a procedure for posterior and anterior cervical fusion at c5-7 and decompression. Autograft bone and rhbmp-2/acs used for fusion. It is reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at the site of implant. The patient allegedly now suffers from chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2008, patient underwent following procedure: cervical epidural steroid injection under fluoroscopy with epidurogram; for pre-op diagnosis of: cervical radiculitis. No complications were reported. On (B)(6) 2008, patient underwent following procedure: anterior cervical discectomy and fusion at c5-6 with anterior plating, anterior cervical discectomy and fusion at c6-7 with anterior plating, decompression of cervical roots at c6 and c7, anterior-posterior osteophytectomy, partial local autogenous bone graft, placement of interbody spacer at c5-6, placement of interbody spacer at c6-7. Bmp at c5-6 and c6-7; for pre-op diagnosis of: displaced cervical disc, c5-6 on the right and c6-7 on the left and right. 2.3 c6 right and c7 left radiculopathy. Per-op notes: "...the endplates at c5 and c6 were fenestrated with a small angled curette, to allow bleeding into the inters pace. Next, this was sized. An "8" fit the best. So, an "8" peek cage with a titanium plate and four locking screws with bmp and local autogenous bone graft, was applied to the c5-c6 level. The screws were secured, using manufacturer's recommended technique and torque wrenches. Next, the pins were removed. They were applied to the c6-7 vertebral body. Again, a self retaining retractor was placed under the longus coli. A complete discectomy at c6-7 was performed. The interbody space was irrigated. The "8" trial fit the best. So an "8" peek cage, with bmp and local autogenous bone graft, was applied, with an anterior titanium plate and four locking screws, using manufacturer's recommended technique. No complications were reported."